Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during an intraocular lens implant procedure, there was a premature ejection of lens observed. Patient contact was noticed. The surgery was completed on the same day. Additional information has been requested and received which states the lens came out fast than what is normally experienced. They assumed that the plunger was the issue.

Manufacturer narrative:
The product was returned for analysis. The device was returned in a clear, plastic bag inside the carton. The lockout assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the nozzle. Viscoelastic is dried in the device. Iol was not returned. No damage observed. The lever is moving freely. The device is taken apart for further testing. Mark is observed on valve o-ring closer to the orifice at 12 o'clock position. The cylinder is put back in place, the device is reloaded with a new gas canister and activates with no issues. The root cause is deemed to be manufacturing related (the faulty sub-assembly is supplied by company's vendor in bray). Based on the results from company product history record, the products met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).